Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the row board cables and the drawer controller were not correctly positioned. The field service engineer reconnected the row board cables on the drawer controller to address the problem. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer encountered a failure the customer reported that the user obtained the medications for the patient from a different station. There were no adverse events or injuries reported based on this incident.